Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a computer usb port. There was no reported adverse impact to the customer's blood glucose (bg) level. The customer declined to troubleshoot the issue with tandem technical support. No additional information was provided.